Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and there was bleed back from the hemostatic valve on the vizigo sheath. The vizigo sheath was exchanged and the procedure was continued. There was no patient consequence reported. Additional information was received which indicated that the caller was not aware if the hemostatic valve was dislodged. It did not look like the brim cap nor the hub detached from the sheath. There was blood coming back through the valve. Unsure of how this occurred or what was broken to cause this, but this was not a typical occurrence. No air entered the patient¿s body. It did not require treatment. They just swapped out the vizigo sheath. Not very much blood loss since as soon as it was noticed, they switched out the sheath.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received a picture for evaluation and per the evaluation completion on 15-jun-2026, blood was observed around the hub of the device. The bwi product analysis lab became aware of the blood around the hub on 15-jun-2026 and have also assessed this returned condition as reportable. The picture investigation was completed on 15-jun-2026. A picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, blood was observed around the hub of the device; however, the valve position can not be observed and no other damage could be observed. The potential cause of the leakage observed could not be determined. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate investigation findings term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: leakage/seal (c0703) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿bleed back from the hemostatic valve¿ issue. In addition, biosense webster inc. Analysis finding of the ¿blood was observed around the hub of the device¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).